Event description:
Received a letter from a law firm alleging customer sustained severe injuries as a result of a defect and product liability that caused an accident in which the product was manufactured and serviced by pride.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received a letter from a law firm alleging customer sustained severe injuries as a result of a defect and product liability that caused an accident in which the product was manufactured and serviced by pride.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.